Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned for inspection and the customer's allegation was confirmed. Based on the results of the investigation, a probable root cause cannot be determined. However, an additional reportable malfunction was noted during the device evaluation, an unidentified material inside bx (biopsy) channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had glass or a rock blocking the channel. The event occurred during an unspecified procedure. There were no reports of patient harm.